Manufacturer narrative:
Additional information: section d - expiration date section g - date received by manufacturer; type of report section h - device manufacture date; evaluation codes. The cls remains implanted. The root cause of the pain at cls implant site cannot be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient reported charging difficulty and difficulty establishing connection with the cls due to the reported implant pain. A revision procedure was performed, and the cls was repositioned to resolve the reported event.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.